Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident from the 12th to 15th distal stent wraps with struts raised and/or overlapping. Although the stent meets od dimensional measurement criteria, stent deformation is confirmed based on the failed visual inspection. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel, most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a moderately tortuous, severely calcified lesion exhibiting 88% stenosis located in the mid left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated. Resistance was not encountered when advancing the device. It was reported that stent deformation occurred in vivo during positioning/advancement. It is stated that the event was due to use of the device in difficult lesion morphology/ anatomy, i.e. The event was procedural related and not device related. The patient is reported to be alive with no injury.